Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for investigation. However, log shows tf 300, 316 (technical failure 316 - blower failure) and 545 (technical failure ) and recommended a new inp. Block replacement furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had tf 300 (technical failure 300 - device in failsafe). Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical. Even though failure not reproducible in fa lab, logs shows that intermittently self test got failed due to defective inspiration valve. Further investigation is ongoing under bvit-6. Initiated new insp block replacement.